Event description:
During robotic prostatectomy the robotic needle holder tip broke and the tip was not able to hold the needle. Some of the internal cables/wires were visible and still attached to the needle holder. There were 2 more uses left on the needle holder.